Manufacturer narrative:
(B)(4). Date sent to FDA: 09/16/2020. Additional information: additional information was requested and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure. - age 44, wt 93.4kg, no bmi recorded date and name of initial surgical procedure? - retropubic tvt (B)(6)2008 the diagnosis and indication for the initial surgical procedure? - urodynamically confirmed stress incontinence. What were current symptoms following the index surgical procedure? Onset date? - seen (B)(6) 2014 with rec cystitis, dysuria, cystoscopy(B)(6) 2014) revealed urethral mesh extrusion attempted excision (B)(6)2014, not feasible via cystoscopy. Represented in (B)(6) 2020 recurrent uti and urethral pain other relevant patient history/concomitant medications? - none. What is physician¿s opinion as to the etiology of or contributing factors to this event? - not stated. The initial approach for the index surgical procedure? - retropubic tvt. Any concurrent procedure/device implantation? - no. Were there any intra-operative complications? - perforation anterolateral on right, repositioned under cystoscopic guidance mesh exposure site/location, symptoms and diagnostic confirmation? - see above. Was any mesh removed in (B)(6) 2014? - no not feasible. Describe all other medical/surgical intervention including dates and surgical findings - none. What is the patient's current status? - referred to tertiary centre for on going management. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Was any mesh removed in (B)(6) 2014? Describe all other medical/surgical intervention including dates and surgical findings. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and mesh was implanted. The patient experienced recurrent cystitis, utis and urethral pain. A cystoscopy was performed in (B)(6) 2014 and urethral mesh extrusion was found. An urethroscopy was done in (B)(6) 2014 to attempt to remove the exposed mesh, however, the patient was referred back to the doctor in (B)(6) 2020 for onward management. Additional information has been requested.